Event description:
A nurse called to report that a magnesium infusion went in too fast and to request an event log review. She stated that the magnesium was 1 gram in 100 ml to be infused over 60 minutes and set up as a primary infusion. She reported that medication was completely infused in 25 minutes. No patient harm and no medical intervention reported. Customer states that no further patient or event information is available.

Manufacturer narrative:
(B)(4). Patient information requested and all available information is included in sections a and b. This report was filed by the manufacturer. Device not received, log review only. The customer has requested an event log review. The event logs and data set have not yet been received. A follow up report will be submitted with failure investigation results once the evaluation has been completed.